Manufacturer narrative:
H4: the lot was manufactured from february 02, 2022 - february 04, 2022. H10: the actual device was received for evaluation. Functional testing was performed by filling the device with green colored water. During fill, evidence of leak was observed coming out at the solvent-bonded junction of the tubing and stressmember near the fill port area. The tubing and the stressmember were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore had caused the slow leak. The inadequate tubing insertion depth was due to a manual assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the port. The leak was further described as, ¿evidence of dripping (leak) in the infuser port¿. This issue was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.